Event description:
Follow up revealed that the patient underwent surgical intervention to have their ipg explanted and replaced. Patient now has therapy restored.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. However, device replacement may take place later.